Manufacturer narrative:
Medical product - polished finned tib tray 75mm# 141254 lot# 2014060645, vanguard cr tibial bearing catalog#183440 lot # 797130. The following sections could not be completed with the limited information provided. Patient date of birth/age - ni. Patient weight - ni. Event is being reported to FDA on three medwatches since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 1 of 3 mdrs filed for the same patient (reference 0009610576-2017-00001 and 0001825034-2017-00025 ).

Event description:
It was reported that the patient underwent a revision procedure due to pain and instability caused from fall approximately 14 months post implantation.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.